Event description:
It was reported that a pt rec'd a right hip in 2006. He was never able to walk without a limp and severe pain. He then was told from another dr that he needed a revision surgery in late 2007, after 14 mos of pure pain, I had another operation for a new hip. The second, dr. Said the socket had never adhered.

Manufacturer narrative:
This report will be amended when our investigation is complete. Incident was reported by the pt to the FDA.